Manufacturer narrative:
A complaint was received from china regarding open seal on a disposable product, (B)(4), which is a sterile, single use, biopsy probe, packaged in a rigid tray with tyvek cover, and sterilized under gamma irradiation. Following receipt of the complaint, an investigation was conducted. A defined root cause was confirmed and attributable to adverse transit conditions on some lots sent to china. All global inventory was inspected. A small number of open seals were identified in china. No open seals were identified outside of china. A review of batch records showed that all product being released from the manufacturing site was tested and met specifications for seal strength. The initial assessment of this event was deemed not reportable as no confirmed malfunction was identified and no adverse event occurred. However, after further clinical review of this event with devicor's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr 803 because an open seal can potentially affect sterility, and thus the potential to cause or contribute to death or serious injury.

Event description:
The affiliate reported that the needle packing has breakage leakage.